Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawer failures occurred. The customer attempted troubleshooting by rebooting the station and performing storage recovery; however, the issue persisted and the drawers remained in a failed state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 2.1 was hard to open and close due to broken rails. A field service engineer (fse) replaced the drawer assembly to resolve the issue, and drawer was accessed through application. The system functioned as intended after the field service engineer repaired the device.